Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and elevate were implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with hysterectomy due to stress urinary incontinence, cystocele and rectocele. On (B)(6) 2010, the patient underwent revision of posterior vaginal vault due to erosion of mesh. On (B)(6) 2011, the patient underwent revision of vaginal graft due to dyspareunia, vaginal stenosis and graft exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 mesh was implanted concurrently with bso and anterior/posterior repair with elevate mesh placement. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following revision of mesh and repair of introitus on (B)(6) 2011 the patient experienced pain, dyspareunia, extrusion, and dysuria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010.